Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A study reported that an ophthalmic gas was used in the procedure and patients experienced hypotony post operatively. No further information expected due to the unlikelihood of obtaining details.

Manufacturer narrative:
The review of information from the manufacturer was not provided to date. No further information was able to be obtained from this customer. With no additional, related information provided, the reported event was not able to be confirmed. Based upon information provided, the root cause cannot be determined conclusively. The manufacturer internal reference number is:(B)(4).